Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. Revision surgery was performed, however no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. With the available information, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a pseudo tumor was found on MRI from a ceramic-on-ceramic hip replacement. Presents to clinic with pain anterior region of hip stem. On MRI pseudo tumor visualized. The surgeon to revise implants if need be. Revision surgery is planned. The event occurred approximately 9 years post-implantation. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name: biolox delta taper lnr jj/36; ref#: 00-8775-011-36; lot#: 2727208. Item name: cpt 12/14 stem size 1 cocr; ref#: 00-8114-001-00; lot#: 62586389. Item name: continuum tm shell clust 54 jj; ref#: 00-8757-054-01; lot#: 62590993. Item name: trilogy bone scr 6.5x30; ref#: 00-6250-065-30; lot#: 62619015. Item name: trilogy bone scr 6.5x20; ref#: 00-6250-065-20; lot#: 62619024. G2- united kingdom. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). The products remain implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. Medical records were not provided. With the available information, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a hip revision approximately 9 years post implantation due to pseudo tumor, pain and inflammation. The stem, head and liner were removed and replaced. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated. Examination of the ceramic femoral head and acetabular liner revealed metal transfers in form of dots and lines over the entire surface of both components, with the articulating surface of the liner remaining largely unaffected. The taper of the liner as well as the head show the commonly observed seating pattern indicating a proper seating in the shell and on the stem respectively. Further a larger area of metallic transfer can be seen on the articulating surface of the femoral head. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history for the head identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Review of the complaint history for the liner found no additional related complaints for this item and the reported part and lot combination. One undated MRI image of the affected hip was provided confirming the presence of a pseudotumor. A letter was provided from the surgeon and reviewed by a hcp, which describes findings on components of implant wear and pseudotumor/inflammation. Large lesions were removed during the surgery. The patient underwent initial surgery in her mid thirties, having had childhood hip disease. No further medical records were provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.